Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73g1900483 was manufactured on 07/16/2019 a total of (B)(4) pieces. Lot was released on 07/30/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. There is a buildup of biological material in the bottom jaw, specifically. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it did not latch onto the bottom jaw. The buildup of biological material in the bottom jaw was manually removed and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip with not fully load" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the clips from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaw, unintentional user error caused or contributed to this event.

Event description:
The report states: two patients on this day in surgery, both having laparoscopic chole's. Dr. (B)(6). Using the weck auto endo 5' had issues x2 on two separate patients, thus being, the clip will not fully load so dr. C could use clip. On the first patient, we opened a second auto endo 5 and on the second patient we went to metal clips instead of opening another auto endo 5.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: two patients on this day in surgery, both having laparoscopic chole's. Dr.(B)(6) using the weck auto endo 5' had issues x2 on two separate patients, thus being, the clip will not fully load so dr. (B)(6) could use clip. On the first patient, we opened a second auto endo 5 and on the second patient we went to metal clips instead of opening another auto endo 5.